Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending (lad) artery. A 3.00 x 32 synergy drug-eluting stent was advanced through an implanted stent in the left circumflex (lcx) to left main trunk (lmt). However, the device failed to cross the lesion and when the device was removed from the patient's body, it was noted that the distal stent strut was deformed. The procedure was completed with another 3.00 x 32 synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts on the first two rows stretched and lifted distally from the stent profile. A snap gauge was used during examination to measure the crimped stent outer diameter (od) on the undamaged part of the stent and its reading is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement to the lesion site. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section of the shaft polymer extrusion found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildy tortuous and moderately calcified proximal left anterior descending (lad) artery. A 3.00 x 32 synergy¿ drug-eluting stent was advanced through an implanted stent in the left circumflex (lcx) to left main trunk (lmt). However, the device failed to cross the lesion and when the device was removed from the patient's body, it was noted that the distal stent strut was deformed. The procedure was completed with another 3.00 x 32 synergy¿ stent. No patient complications were reported and the patient's status was good.